Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: ICD ddbc3d1, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for high rv impedance as well as fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.